Event description:
Patient heard varying sound since last week, without any outside influence. The sound was as though with a bad cable contact. Finally the patient unable to hear anything. Testing confirmed that the device has malfunctioned.